Event description:
It was reported to boston scientific corporation on october 17, 2005 that a rx dilatation balloon was used during a procedure performed in 2005 (patient gender, age and weight are unknown). According to the complainant, "the balloon ruptured during inflaiton at the target lesion". The procedure was completed with another product (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.